Event description:
It was reported that post implant, the implantable cardiac monitor exhibited noise. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.